Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: during testing, all of the keypad buttons were found to respond appropriately. The keypad was observed to be thinning near the ok keypad button. The keypad cover was removed and no contamination was found under the key contacts; no button contact defects were observed. The pump cover was removed and moisture was observed on the keypad flex/connector and printed circuit board. The original complaint of keypad button response issues could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the backlight/contrast, up arrow, down arrow, and ok buttons were under-responsive it was also reported that the keypad was damaged/thinning. The alleged issues were noticed after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.